Event description:
It was reported that the device was in use on a patient. The patient suddenly became sweaty and short of breath, and the blood oxygen saturation dropped to 62%. It was discovered that the ventilator had lost power and was not functioning. The doctor was immediately notified, emergency rescue measures were taken, and the ventilator was replaced. After treatment and emergency measures, the patient's symptoms improved, and the blood oxygen saturation increased to 92%.

Manufacturer narrative:
The customer was contacted by dräger who reported that the power supply malfunctioned and was repaired by a third party. No further information was obtained as the dräger service was not involved into any follow-up measures. Therefore, a case specific evaluation was not possible. The device is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. When an issue with the device-internal power supply occurs, the device switches to the internal battery with an audible and visual alarm to alert the user about the restriction. The charging state of the internal battery is being displayed continuously and, the device will post ascending alarm messages. When the internal battery is discharged, the system shuts down and generate an acoustical power supply failure alarm. According to the instruction for use, the internal battery has to be checked before every use of the ventilator. Also, the internal battery has to be checked during main.